Event description:
The report stated that the jaws of the ligasure v jammed shut on pt tissue during a nephrectomy. The device also stopped cutting after the third application. Another ligasure v handpiece was used to complete the procedure.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.